Event description:
It was reported that while on a patient, a leakage between the co2 absorber and the patient cassette was created during replacement of the co2 absorber. This lead to difficulties to ventilate the patient. The anesthesia workstation had to be replaced and the patient was ventilated manually. There was no patient injury reported. (B)(4).

Manufacturer narrative:
The patient cassette in the anesthesia workstation has two absorber bypass valves (one on the inlet side and one on the outlet side). The co2 absorber is docked into these valves. The problem could be reproduced during a visit at the hospital by our field service technician. The received images show that a silicone seal inside one of the absorber bypass valves had become misaligned which resulted in difficulties to dock the co2 absorber properly and this caused the reported leakage. A re-design of the absorber bypass valve was implemented during (B)(6) 2013 in the production line and also in the 12 months preventive maintenance kit which means that the old absorber bypass valves will be replaced when the next 12 month preventive maintenance is performed.